Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, red particles in the shell and underweight. A microscopic analysis was performed which identified: a sharp break on the posterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp break on the posterior assessed as an unidentified (tear) opening and no deformation was observed in the device, since it has an opening.

Event description:
Health professional reported right side "deformation. Capsular contracture baker grade ii. Moderate density implant capsule, implant destroyed totally." Device has been explanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation: deformation. Capsular contracture baker grade ii. Moderate density implant capsule, implant destroyed totally. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported right side "deformation. Capsular contracture baker grade ii. Moderate density implant capsule, implant destroyed totally." Device has been explanted.